Event description:
It was reported the implantable neurostimulator (ins) reached elective replacement indicator (eri) in (B)(6) 2014. The reporter stated the ins expired in less than four months. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. It was noted the that telemetry and output were okay. It was further noted the ins battery was at normal end of life.

Event description:
Additional information received reported the patient¿s implantable neurostimulator (ins) was replaced and the patient was doing great. The previous ins was programmed in continuous mode.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.